Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, wife reported the patient was admitted to the intensive care unit on (B)(6) 2013 with a blood glucose level above 1100 mg/dl. He was diagnosed with diabetic ketoacidosis and taken off the infusion device, and his blood glucose remained above 500 mg/dl when not using the system. Wife reported his blood glucose was 150 mg/dl when he last tested on (B)(6) 2013. Wife was unable to provide the type of treatment he received, and he was still hospitalized at the time of the report. Wife reported he cannot be discharged until the infusion device is replaced, as the doctor believes the infusion device was not working correctly. No issues were noted during product troubleshooting. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The reviewed history showed that all programmed boluses were delivered as intended.